Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 31-323220, 3.2mmx20mm rnglc+ acet drl bit, lot # unk. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-09971.

Event description:
It was reported that the surgeon had bent 2 drill bits trying to drill for the screw for the g7 cup. Due to bent drill bit, the screw was implanted at an angle. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.